Event description:
It was reported that "during radius surgery, the surgeon used the cross connector. When the surgeon tightened the locking plug of the connector, the tip of driver broke. The surgeon removed the connector with the tip of driver. The surgeon changed the connector to 22mm connector. When the surgeon tried to bend 22mm connector, connector broke. Therefore the surgeon used another brand-new 22mm connector."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review: device inspection; risk assessment; complaint history review. Results: the customer reported event of the radius cross connector fracture was confirmed via visual inspection. The severity/occurrence of the event have not breached. A manufacturing review did not reveal any discrepancies. The most likely cause is excessive bending of the cross connector which resulted in the fracture. Conclusion: the root cause of the reported event cannot be determined. The cause is most likely multifactorial. The initial MDR was submitted for a radius cross connector, cat. # 486614220, that was reported as a concomitant product. However, it is the radius cross connector, cat. # 486614022 that failed and this MDR is submitted as a correction.

Event description:
It was reported that "during radius surgery, the surgeon used the cross connector. When the surgeon tightened the locking plug of the connector, the tip of driver broke. The surgeon removed the connector with the tip of driver. The surgeon changed the connector to 22mm connector. When the surgeon tried to bend 22mm connector, connector broke. Therefore the surgeon used another brand-new 22mm connector."